Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. During a reposition attempt, blood was noted in the lead, so the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received